Event description:
During routine service, bed failed the lateral pull brake test. Casters rolled at 37# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service rep will be sent to repair brake kit.